Manufacturer narrative:
(B)(6). (B)(4) valve leakage is not specified in the IFU. Check-flo discs critical dimensions are inspected 100% prior to further processing unless otherwise specified. The valve collar is verified to be completely snapped into the valve chamber. The orientation of the check-flo discs are confirmed. The discs are also examined to verify that each is punctured and free of tears. Each is confirmed that the valve opens and closes without issue and a leak test is performed on the captor valve assembly. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) describing the appropriate warnings and precautions, contraindications, and the proper deployment procedure. The sheath was returned with a large amount of biological matter in the valve chamber. The sheath was flushed. The device was leak tested using a 20 cc syringe. The iris valve was left open. No leak was detected. A 0.035" wire was placed through the captor valve. Pressure was applied to the system and a small "jet" leak was detected exiting the iris valve. The leak occurred after high pressure was applied to the valve. No leak was detected at the valve collar or valve control. The captor valve was disassembled. The valve chamber and valve collar separated by hand. The internal valve collar was examined. The blood appeared to be within the seal of the collar and chamber. The rotator and valve collar were examined. There was no biological matter present on these components, indicating that there was not a leak between the components. The check-flo discs were examined. There was no significant damage to the discs. The condition of the returned product indicates that the physician experienced a small, slow leak that did not impact completing evar. No root cause can be determined at this time. However, we are aware of the potential for leak through the captor valve and the risk associated with this failure mode. Engineering is currently evaluating areas for improvement regarding the captor valve. The risk of blood loss remains with the use of a device with a captor valve. The complaint correspondence indicated that the patient did not experience any serious injury due to the leakage. We will notify the appropriate in-house engineering technician personnel of the event and continue to monitor for similar complaints.

Event description:
An (B)(6) male underwent evar on (B)(6) 2010. The patient's anatomy was difficult. The patient had a short proximal neck < 15mm, and the neck was angulated (angulation was not outside the IFU). There were small distal landing zones with tortuous common iliacs. Hematocrit was 36, and cr. Was elevated at 2.3. The graft was flushed distally with 10cc's of heparinized saline through the black hub, and then once the peel-a-way was off the grey positioner, the graft was flushed with another 10cc's of heparinized saline through the connecting tube. The hemostatic valve filled, and heparinized saline was ejected out of the side port, indicating that the inner lumen of the sheath had been flushed. The amount of cc's of blood loss is unk at this time. One possibly two units of blood was given. No additional patient outcome was provided by the reporter.